Manufacturer narrative:
The report received from the affiliate indicated that during an emergent coiling procedure of a saccular aneurysm (location not provided) via the right femoral, the physician noted that the initial trufill dcs orbit 3 x 6 mini complex fill coil unraveled/stretched during insertion into the aneurysm. Neck re-modeling was not done. The micro-catheter was a prowler select plus lpes. There was no reported problem with the micro-catheter. The physician successfully removed the entire coil from the patient as a unit. No additional intervention was necessary as a result of the reported product issue. There was no reported adverse event a result of the reported product issue. There was no reported flow restriction/reduction as a result of the product issue. The patient's condition post-procedure was reported to be better than pre-procedure. The aneurysm/target lesion size was reported to be: height: 3.6; width: 3; length: 2.9; neck: 1.5; neck to sac ratio: 2. An adequate/continuous flush was maintained at all times to the micro-catheter. The micro-catheter was not re-shaped. There was no reported resistance during advancement of the coil through the micro-catheter. There were no reported kinks/bends noted in the micro-catheter. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was received stretched and tangle with the rest of the device and it was still attached to the gripper. Introducer was zipped and presented no damages. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for evaluation. Residues of blood could be observed inside of hub. No other damages were noted in the device. Gripper was inspected under microscope and no anomalies were noted on it. No other anomalies were found on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled/stretched coil was confirmed. Inspections are in place to prevent these types of damages from leaving the facility. Additionally, it was reported that there were no damages prior to use and that the damage occurred during insertion into the aneurysm. Procedural/handling factors may have contributed to the event; however, based on the available information, no conclusion can be made regarding root cause of the event. Based on the analysis and the device history record review there is no indication of any anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an emergent coiling procedure of a secular aneurysm (location not provided) via the right femoral, the physician noted that the initial trufill dcs orbit 3 x 6 mini complex fill coil unraveled/stretched during insertion into the aneurysm. Neck re-modeling was not done. The micro-catheter was a prowler select plus es. There was no reported problem with the micro-catheter. The physician successfully removed the entire coil from the patient as a unit. No additional intervention was necessary as a result of the reported product issue. There was no reported adverse event a result of the reported product issue. There was no reported flow restriction/reduction as a result of the product issue. The patient's condition post-procedure was reported to be better than pre-procedure. The aneurysm/target lesion size was reported to be: height: 3.6; width: 3; length: 2.9; neck: 1.5; neck to sac ratio: 2. An adequate/continuous flush was maintained at all times to the micro-catheter. The micro-catheter was not re-shaped. There was no reported resistance during advancement of the coil through the micro-catheter. There were no reported kinks/bends noted in the micro-catheter.